Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Due to this, the device inappropriately recorded atrial tachy response (atr) episodes. X-rays were performed and it was determined that the right atrial lead was dislodged. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.